Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues reported. Per additional information from the clinical specialist, this was user error and no issue was reported with the product. The surgical team reported that they believed that the outflow graft bend relief was attached to the outflow graft attachment at the pump prep sterile table; however, they were unable to confirm a click and it was only confirmed from pulling back the outflow graft bend relief. During implant of the pump, the surgeon noticed that the bend relief was disconnected. The bend relief was reconnected, and the click was heard. The connection was further verified by pulling back the bend relief. There were no adverse events or alarms associated with this event. There was no reported harm to the patient or prolonged surgical time due to this event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 16apr2021. The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ contains information on "preparing the sealed outflow graft." The ¿de-airing the pump¿ section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. This section also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's pump implant surgery, the bend relief came disconnected from the outflow graft. The bend relief was reconnected and the click was heard before pull back was done to ensure connection. The bend relief did not disconnect.